Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing bench handling, impedance testing, and defib cycling without duplicating any fault to the device. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib pace device failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.